Manufacturer narrative:
Product event summary: at analysis, the stated reason for return of a faulty touch screen was not able to be confirmed though it was also noted that the programmer was returned without its stylus which makes it difficult to reproduce the complaint. It was additionally noted that all cover hinge bullets were missing, the upper display hinges were worn and made an abrasive sound when the display was moved, the cover of the cable bay had been ripped out of the device, the right keyboard slide was cracked as were the upper and lower handle, the right top of the bezel had some damage though it was considered acceptable, the display cover was cracked inside, errors were found in the software updates and during the final functional test the device failed on a loose contact in the electrocardiogram (ECG) connector. The device was cleaned, all cover hinge bullets, the cable bay, the right keyboard slide, the upper and lower handle, upper display hinges, display cover, ECG connector and stylus were replaced and the stylus calibrated and new software was installed. The device then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's touch screen was faulty. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.